Event description:
It was reported that during a coronary stent procedure, following deployment of the first stent, a second stent was deployed proximally at 15 atm (rbp=14), however, optimal stent expansion was not achieved. The balloon was deflated and became stuck in the stent. While attempting to remove, the shaft broke and a portion remained in the pt. Attempts to snare were unsuccessful and caused a dissection. Pt went to surgery. Pt status is listed as "stable".